Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). This presented as a red call doctor alert on this patients home monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and a new rv lead was implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). This presented as a red call doctor alert on this patients home monitor. This rv lead remains in service. No adverse patient effects were reported.